Event description:
The complainant reported that the blue button lock on the repositioning unit of an implanted impella 5.5 was stuck in the open position. The surgeon placed a curved needle through the hole designed for the yellow pin and used it to spring the button into the locked position. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.